Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. There was no report of patient harm or injury. The device was returned to a third-party service center. The technician confirmed foam particles in the air path during the device evaluation. There were some secondary findings. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
This report is being submitted as part of a batch submission of complaints deemed reportable following record correction and remediation efforts. The manufacturer previously reported incorrect information in previous report. The following correction has been updated in this report. In box d: operator of device was updated/corrected. In box e: occupation was updated/corrected. In box g: report source and report source - other were updated/corrected. In box h: additional narrative was updated.